Event description:
It was reported to philips that the radiation lamp remained lit after the x-ray was stopped. The user tried restarting it but the system was unable to boot, stalling at 00:00. The user was instructed to restart it but the system took a while to shut down completely. The system restarted but the power turned off and on. The patient was moved to another system to complete the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.